Event description:
A customer reported encountering a cgm error 42, which was related to their g6 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided complete information on how to reset the pump and guided the customer through the process. After the reset, the pump did not display the cgm error again, and the customer was able to successfully start their sensor session.